Event description:
Additional information was received from the patient. They reported that patient called back to review how to work the handset and communicator so they can bring it to their doctor's appointment and use it properly. Patient is now seeing a new doctor at (B)(6) urology but didn't know the name. The patient no longer was using the device because they were in pain and couldn't go to the bathroom as previously reported. Patient stated manufacturer representative (reps) were trying to help but the patient just got sick of going in, simply to increase when they could do this on their own. Patient mentioned they went in to see doctor and he wasn't there so the patient found a different doctor. Patient services walked the patient through communicating with external equipment and reviewed stim is currently on at 3.0v on program 1. Patient reported having the device to help with releasing bowel movements but increasing doesn't seem to help. Patient services reviewed therapy indications and recommended continuing to follow up the doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: event date is approximate. D6 implant date is 2018, exact date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gast rointestinal /pelvic floor therapy. It was reported the patient had new device put in on friday because the device wasn't working, device had slipped or something and she wasn't going to the bathroom. On (B)(6) 2020 the patient clarified a previous device implanted in 2018 was replaced because it slipped, patient didn't know which device had slipped.